Event description:
Upon receiving the platform (sn (B)(4)) for preventive maintenance (pm) service on 04/22/2022, the distributor stated "during the patient call, when the customer turned on the platform, the platform displayed an unknown error and did not work ". The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. Date of event is unknown.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed an unknown error when the platform was powered on". Based on the archive data review performed at zoll, the customer observed unknown error message was determined to be user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The load cell characterization test revealed that the load cell module 2 exceeds normal parameters. The defective load cell was likely attributed to mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed the user advisory (ua) 07 errors. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). Thus confirming the customer reported complaint. The defective load cell module needs to be replaced to remedy the user advisory (ua) 07 error. The platform failed multiple times during the initial functional test with user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, unrelated to the reported complaint. The potential root cause is a defective drivetrain motor, likely due to normal wear and tear of the platform. The autopulse platform was manufactured in january 2014 and is 7 years old, has exceeded its expected service life of 5 years. To remedy the issue, the defective drivetrain motor needs to be replaced. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).